Event description:
During a ureteroscopy with laser lithotripsy and stone removal, an equipment failure occurred during removal of the basket with the stone inside. According to staff, the zero tip nitinol stone retrieval basket broke within the patient. All pieces were successfully retrieved by the surgeon.